Manufacturer narrative:
The involved cryoprobe has not been returned for an evaluation. Based upon similar reported events, it appears that the accessory's failure was due to its high-pressure tubing encountering a pull force that caused it to become dislodged. Due to the internal breach, the co2 gas pressure reached such a level in its outer tubing that the cryoprobe ruptured. The cryoprobe lot is a part of an expanded recall. Current cryoprobes now include a component that mitigates the possibility of rupture. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause(s) of the rupture, a follow-up MDR will be filed.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a bronchoscopy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). The unit's setting was effect 1. No information was provided regarding any other accessory being used in the procedure. Per the account, the cryoprobe, when activated, "blew up" or "exploded". A healthcare provider in the vicinity of the product experienced acute acoustic trauma. There was no report of patient injury.